Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the sheath's outer surface (the sky-blue part) was split in half normally, the ¿silicon valve¿ (transparent round valve) was left alone, not split in half. The event occurred while in use with a patient, and there was no patient injury, and no medical intervention required.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.